Manufacturer narrative:
The customer contacted the customer care solution center (ccsc) for information. The hospital's biomedical engineer had evaluated the device with no trouble found. The customer was advised that patient alarm logs are not saved or stored on the device for retrieval. The customer worked with the ccsc engineer and it was confirmed that the device was configured for audio off mode. As per the sure signs vs4 instructions for use: "during audio off mode, a red box with the audio off message appears in the patient pane. Alarm icons represent the current alarm status. The alarm icon with solid lines indicates that you have explicitly turned off the alarms and the alarms will not sound again until you explicitly turn them on again. This icon appears when you disable one or more alarms in the parameter menus or the alarm menu. It also appears in all numeric panes when you activate the audio off mode." The customer was advised that the audio off mode is enabled by factory default. All of the hospital units were customer installed. The customer changed the device configuration settings to not allow users to select audio off mode to resolve the issue. The customer confirmed with philips that he felt comfortable that no further action was required and the case was closed. The device remains at the customer site. This investigation finds that the issue is not consistent with a device malfunction. It was confirmed that the device was configured for audio off mode. The customer changed the device configuration settings to not allow users to select audio off mode to resolve the issue.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional patient data was requested but is unknown.

Event description:
The customer contacted philips to see if alarm data history could be pulled from their monitor. The customer reported that staff indicated they did not hear the device alarm. The oxygen saturations stopped showing the saturation number around 0600am. The monitor was on and showed questions marks after the last oxygen saturation recorded at 38% until the time the patient was found. The patient was found to have been desaturating since 0440am according to the monitor. The patient was found deceased at 0710am.